Event description:
On (b)6) 2013, the patient contacted animas and reported that she experienced a blood glucose (bg) value in the 400mg/dl to 500mg/dl range. The patient reportedly felt burning in the stomach. The patient stated that the pump was not delivering appropriately and that she went off pump and was using injections. The patient reportedly changed the cartridge and was able to successfully complete the rewind, prime and load steps on the pump. The pump reportedly emitted an ¿exceeds limit¿ alarm; the patient reportedly tried replacing the cartridge again and repeated the rewind, prime and load steps again and claimed the pump was still not delivering. Customer support (cs) was unable to review the pump with the patient because the patient stated she did not have the pump available to troubleshoot. Cs advised the patient to call back when the pump is available to troubleshoot and to contact the health care provider (hcp) for assistance on a back-up plan. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.